Manufacturer narrative:
An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. Simulated treatment was performed and completed without any unexpected alarms or problems occurring. A dc (drain complication encountered) support warning occurred, as expected, when the patient line was clamped during the dwell phase, cycle 1. This shows that the received cycler will properly alarm if a drain problem occurs. The valve actuation test and system air leak test passed. Passed mushroom head check. There was visual evidence of dried fluid within the recess of the bottom cover adjacent to the pump. The record review confirmed the labeling, material, and process controls were within specification. There were no reported device malfunctions that would have caused the reported event. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient stated on (B)(6)2017 the last time she used the cycler was on (B)(6)2017 and was not able to complete treatment on the cycler because she felt full. The patient stated during the drain phases the cycler was not draining and no alarms were occurring. The patient stated the patient stated she manually drained out 2600ml and had not been doing any alternative treatment since (B)(6)2017 and she had not informed her nurse. The patient's treatment history was reviewed and on (B)(6)2017 the patient ended treatment in dwell 2 after filling with 1795ml. The pd patient had drained out 800ml manually for a total of 2600ml including the patient's fill volume. The patient stated she was not going to do manuals and was going to contact her nurse. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient was non-compliant and had not performed treatments since (B)(6)2017. The pd patient had reported to the pdrn she felt the cycler was overfilling her. Per pdrn the patient was admitted to the hospital on (B)(6)2017 for chest pains. The pdrn did not think there was any overfill. The patient returned to pd treatment and had been continuing to do so without issues.

Manufacturer narrative:
An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. Simulated treatment was performed and completed without any unexpected alarms or problems occurring. A dc (drain complication encountered) support warning occurred, as expected, when the patient line was clamped during the dwell phase, cycle 1. This shows that the received cycler will properly alarm if a drain problem occurs. The valve actuation test and system air leak test passed. Passed mushroom head check. There was visual evidence of dried fluid within the recess of the bottom cover adjacent to the pump. The record review confirmed the labeling, material, and process controls were within specification. There were no reported device malfunctions that would have caused the reported event. "Clusion": there is documentation supporting a likely temporal and causal association between the patient¿s lack of performing nightly ccpd therapy since (B)(6) 2017, fresenius products and the event of excess fluid/fluid overload, acute exacerbation of congestive heart failure, abdominal fullness, chest pain, and subsequent hospitalization with 3 day length of stay. During the hospitalization pt. Received appropriate and monitored pd treatment with improvement of her symptoms as well as cardiac evaluation and cardiac imaging. The patient¿s highly complex medical history is contributory to this medically necessary hospitalization for medical interventions. The patient was discharge to home and continuing ccpd therapy without further reported issues.

Event description:
Source documents were reviewed by a post market surveillance clinician. On (B)(6) 2017 a peritoneal dialysis (pd) patient stated she had been having drain issues with her cycler and indicated last time she used the cycler was on (B)(6) 2017. Patient was not able to complete dialysis treatment on the cycler because she felt full. Patient stated she manually drained out 2600 ml. Patient had not been doing any alternative treatment since (B)(6) 2017 and she had not informed the peritoneal dialysis registered nurse (pdrn). On (B)(6) 2017 the pdrn reported during follow-up the patient did inform the nurse of the alleged event, the patient had been non-complaint with performing nightly continuous cycler-assisted peritoneal dialysis (ccpd) therapy since (B)(6) 2017 prior to the inpatient hospitalization, and at that time was experiencing chest pains. The patient was volume overloaded due to not performing necessary pd treatments or alternative pd modalities. The hospital discharge summary was reviewed and it was determined the pd patient had not been performing her home ccpd therapy and developed new onset of volume overload/hypervolemia with associated congestive heart failure (chf). She presented experiencing chest pain but no evidence of acute ischemia during this hospitalization. Cardiology was consulted and evaluated the patient. A 2 dimensional echocardiogram was performed showing ejection fraction (ef) of 54% with grade I diastolic dysfunction. The patient¿s symptoms improved with resumption of consistent monitored and proper peritoneal dialysis during the hospitalization period and additionally repeat chest x-ray imaging is notably improved as well. The patient was admitted to the hospital with the following active problem list: uncontrolled type 1 diabetes mellitus with nephropathy, diabetic hypoglycemia, hypoglycemia unawareness in type 1 diabetes mellitus, anorexia, vitamin d deficiency, acute exacerbation of chronic diastolic heart failure (chf) new york heart association (nyha) classification: grade/class 3 , atherosclerosis of native coronary artery of native heart with unstable angina pectoris, benign hypertension secondary to esrd, hypocholesteremia, and noncompliance with renal dialysis. The patient¿s treatment plan and orders were initiated for peritoneal dialysis, and the patient underwent a 2 dimensional cardiac echo. On (B)(6) 2017 the patient was discharged to home with improvement of symptoms, resumption of proper pd therapy during hospitalization, and repeat chest x-ray performed with results showing improvement. The patient had follow-up appointments with the cardiologist for a repeat 2 d cardiac echo, and to return for any recurrent cardiac symptoms. Discharge condition is noted to be stable, improved and the patient provided with appropriate pd therapy supplies.